Event description:
A hospital in (B)(6) reported via a distributor that two rt212 adult inspiratory heated breathing circuits failed the ventilator leak test due to a pin hole in the dryline tubes. This was observed before patient use.

Manufacturer narrative:
(B)(4). The rt212 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint adult breathing circuits were returned to fisher & paykel healthcare (fph) in (B)(4) and the dryline tubes were visually inspected. Results: visual inspection revealed that each dryline tube sustained a hole about 22cm from the connector. A lot check revealed no other complaints of this nature for lot number 120208. Conclusion: it was identified that damage to the rt212 dryline was caused by a faulty corrugator block that was used during the dryline manufacturing process. The faulty corrugator block was replaced last year; however, the subject dryline tube was manufactured prior to the replacement of that faulty block. During the production of the dryline tubes, a pressure test is performed every (B)(4) and those that fail are set aside for further inspection. The user instructions that accompany the rt212 adult inspiratory-heated breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." (B)(4).